Manufacturer narrative:
E1: (B)(6). Customer address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high definition liquid crystal display monitor had a completely dark image. The issue was found during a gastrointestinal diagnostic procedure that was completed with a similar device. There were no reports of patient harm.